Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) has young onset parkinson's and dystonia, they have dystonia of neck, back, hips, toes. Note: pt did not want patient services (pss) to interrupt them. Pt said they want to explain what has transpired in the last year and a half which is very upsetting to them, emphasizing, they are trying to figure out how to find resolve, to find next steps to regain quality of life. And repeating they wanted to finish explaining. Pt said since (B)(6) 2021, they've been trying to find doctors to help them regain their quality of life. Pt said, they used to drive and live independently but now they live with their parents because of their health issues. Pt said they have visited emergency rooms, but their experiences have been horrible, they have been sick a long time, they've been through all the medications their issues have become debilitating. Their ultimate goal is to get back to their own house and drive. Pt said when deep brain stimulation (dbs) was installed for parkinsons their leg and stuff was still pulling. Pt said, since they have had dbs, every time, doctors make adjustments, they're in excruciating pain for 2 weeks: in the inte rim pt has used kt tape for pain after programming until the adjustments take effect. Pt said, every time they get adjustments their face starts pulling to the left, doing things they have never experienced. Pt said now they are seeing a new doctor whose seen their dystonic episode. Pt said initially their hands and feet worked and now, their, hands and feet don't work when they have dystonic episodes. Pt can't get off the floor when they have a movement issue, their fingers lock, their face, neck, mouth and nose are affected, and they cannot breathe, their body twists slowly and they can't get up off the floor, can't stretch through dystonic episodes anymore. Pt said they have occasional muscle weakness. Pt said before dbs when they had dystonic episodes their fingers would pull up but now their fingers don't work, they cramp and they cannot engage their core, their face pulls, their mouth and nose pull in, they cannot breath in and out through their nose. Their hands and body move and twist in a way that is so slow it is far worse. Occasionally (prior to dbs) they had muscles weakness but last night when they tried to get up their neck started pulling back because they have cervical dystonia and their hands did not work they could not pull up and their feet slipped they could not get up off the floor. Pt said they have worked with their healthcare provider in the past and now has a new doctor asked/unk name. Pt said they are seeing 3-4 doctors and have told the doctors they don't want dbs, they'd rather be in pain every day than the pain they are in now. Pt said not all hospitals understand parkinson's and dystonia regarding timely medication. Pt said, in the past when they had surgery, their medication was withheld and their father had to intervene to get the patient their medication. Pt said: they were told they had a psychotic episode or something when dbs was shut off. They went to the emergency room, the neurologist said: you had psychosis because dbs kept shutting off, pt kept falling at their house, the report it said their behavior was weird, pt was not allowed to get their purse or ID. Pt said they were in pain, (pt was difficult to understand) could not communicate and they could not get their programmer or ID out of their car, at (B)(6) hospital . But pt did not requestan MRI, they were locked in a metal room, then carted off to get an MRI and no one asked about their dbs. At the end of the call pt was more difficult to understand and may have said: fingers and hands can't move at all,â¿¦ at some point . Turned it off that doesn't work, it's not good. Further clarification was not pursued due to the nature of the call. Other medical information reported during the call: pt said they have gone to physical therapy due to painful and uncomfortable scarring in their chest area and so they can get off the floor. He patient was a bit escalated and their reason for calling was not clear. They mostly just reported symptoms, and that their doctors haven't helped them. The patient was difficult to keep on track; agent did best to collect all relevant information pertaining to the event. Information was received from a patient (pt) regarding an implantable neurostimulator (ins).the patient reported that they are not receiving any benefits from the dbs. The patient said their dbs was indicated for parkinson's, noting that dystonia was a symptom that they were hoping dbs would help with, but it did not. Agent asked for the event date, but patient did not answer the question and went on to describe more symptoms. The patient said their muscles are so weak they can't even stretch through the discomfort. The patient said their movements are very robotic-looking. The patient said they experience face pulling and leg pulling, which was something they had not experienced before they got the dbs. The patient said they have "off periods" when their body does not function normally. Yesterday, the patient said they had one of these "off moments" and they couldn't get off the floor because some muscles don't engage, and their fingers and feet don't work. The patient said that maybe a year ago they noticed their shoulder started hurting and noticed "something shifted." The patient used the patient programmer (agent did not ask for serial # due to nature of call) to check the ins, but every time they pressed a button the patient programmer would shut off. The patient said this happened even with fresh batteries in the patient programmer. The patient said they spoke to a mdt rep about the patient programmer issue, but it was unclear what happened. During the call, the patient programmer synced with the ins (patient was using the antenna) immediately. Therapy was on. No issue was found with the patient programmer (model 37642).the patient mentioned that they had an emergency visit to the hospital (agent did not ask for date or reason for hospitalization due to nature of call) and was put through an MRI. The patient said they were having a dystonic episode at the time, so it was difficult for them to communicate with the MRI technician. The patient said their ins was on when they had the MRI. The patient said they were "waiting in intense pain" at the time of the hospitalization. The patient asked if going through an MRI with the ins on could have caused an issue with the ins. Agent reviewed that it could have po tentially caused an issue. The patient said they have been to several doctors to have adjustments, but they got worse instead of better. The patient asked if there was any recalls for their ins. Agent reviewed info. The patient kept asking what the role of a patient services specialist was, so agent reviewed role. The patient said they want the ins removed. The patient was redirected to their healthcare provider to further address the issue. Agent also emailed physician listings since patient said their doctors have been no help for them.